Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent second flange was deployed in the scope using the endoscopic ultrasound (eus) method of deployment. The delivery system was pushed and pulled several times before the stent fully deployed; however, the stent was fully deployed in the incorrect position in the cyst. Another axios stent was implanted to complete the procedure. Reportedly, after the second axios stent was implanted, a balloon was inflated, and the incorrectly positioned stent was removed using snare. There were no patient complications reported as a result of this event.